Event description:
Overdelivery reported. The pump was set to infuse heparin 12000 units/250 ml solution at 13 ml/hr. A nurse reports that within approx one hour, the IV container was empty. The display indicated delivery of 25 ml. The pt did not experience any adverse effects. The infusion was held for one hour and then restarted with a new pump. No adverse sequelae were reported.